Event description:
It was reported that a pt experienced anaphylactic shock that began approx 6 hrs after placement of the iso-form temporary crown. It was reported that the pt needed med intervention which included admin of antihistamine and adrenaline. At the time 3m espe ag was made aware of the incident, the pt was reported as fine, but taking medication.